Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6) , 2023 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the outer ring cover and lid have chipped paint. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem, d1 brand name, h6 component codes, h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 10th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 300. It was stated the outer ring cover and lid have chipped paint. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on 10th august, 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the outer ring cover and lid have chipped paint. Additional photographic input indicated that paint and label on fork were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Previous d1 brand name: powerled 300 corrected d1 brand name: powerled 500 previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Previous h6 component codes: mechanical/cover//772. Corrected h6 component codes: mechanical/coating material//4768. Mechanical/label//862. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the outer ring cover and lid have chipped paint. Additional photographic input indicated that paint and label on fork were damaged with missing particles. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. Based on an information gathered, the device was repaired and released for usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The device was not being used for patient's treatment when the event occurrence. Issues were found during maintenance. A root cause analysis for paint peeling problem was performed by subject matter experts and concluded that all maquet sas products comply with: iec 60601-1 ed. 2.0 & ed. 3.0 general requirements for basic safety and essential performance. Iec 60601-2-41 particular requirements for the safety of surgical luminaries and luminaire for diagnosis. Paint definition pfc066. This procedure defines maquet sas¿s requirements for all painted parts. Disinfection products test: the aim of these tests is to detect any incompatibility with disinfectant. The paint chip or paint damages are due to: impacts, collisions (abnormal use). The operating manual includes the instructions to pre-position the arms prior to use, in order to prevent damages. To prevent any similar incident, it is recommended to avoid the collisions between devices. Minor paint chip can be repaired with touch up paint, nevertheless, the parts impacted by serious damage must be replaced. It is also recommended to avoid excessive friction during cleaning or inappropriate cleaning products. As stated by the subject matter expert at the manufacturing site, label peeling is probably due to collision or repeated excessive rubbing during cleaning of the device, the use of aggressive or unsuitable cleaning agents may be a contributing factor. The user manual mentions to check the lightheads for chipped paint, impact marks and any other damages during daily checks. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the outer ring cover and lid have chipped paint. Additional photographic input indicated that paint and label on fork were damaged with missing particles.there was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.